Manufacturer narrative:
This event has been reported by the manufacturer under MDR # 3001845648-2019-00546. Niu stent, superficial femoral artery, drug-eluting.

Event description:
As reported to customer relations: "the fp target lesions were crossed using conventional wire and catheter techniques, followed by predilation with a balloon one size smaller than the reference vessel diameter to allow for stent placement. The stent(s) were post dilated with balloons sized in a 1:1 ratio with the normal vessel diameter. The reinterventions involved 7 (8%, p=0.021) fdj patients who underwent surgical bypass/repair." "7/89 patients required surgical bypass/repair."